Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
Perfusionist reports that last week and again today, the pump alarmed for false ¿iab disconnected¿alarms. He replaced the console. I had him assure that all helium connections were secure and that the correct helium extension tubing was used. Second console experienced the same alarm and is reported separately. The intra-aortic balloon (iab) is still in the patient and the customer does not believe it is related. Customer reported that significant patient instability occurred as therapy was interrupted. Customer reported there was a delay in therapy as they had to switch machines.

Manufacturer narrative:
Report source consumer should not have been included on the original emdr (B)(4). Complaint # (B)(4), record # (B)(4).

Event description:
Perfusionist reports that last week and again today, the pump alarmed for false ¿iab disconnected¿alarms. He replaced the console. I had him assure that all helium connections were secure and that the correct helium extension tubing was used. Second console experienced the same alarm and is reported separately. The intra-aortic balloon (iab) is still in the patient and the customer does not believe it is related. Customer reported that significant patient instability occurred as therapy was interrupted. Customer reported there was a delay in therapy as they had to switch machines.